Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's insulin on board (iob) was inaccurately displayed. Customer's blood glucose level was 174 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.